Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen assembly began separating, exposing internal components, while the device continued to function and blood glucose levels remained unaffected. Symptoms included no adverse clinical effects reported. Outcomes included no interruption of therapy, no medical intervention, and no hospitalization. Investigation included collection of user reports, return logistics for device evaluation, and receipt and inspection of the returned device. Investigation of this case revealed a mechanical enclosure separation at the screen bezel consistent with a device component housing issue. It was concluded that the cause was mechanical component failure.